Manufacturer narrative:
A manufacturing record review was completed and zero nonconformances were found. The returned product evaluation confirmed the damage to the introducer. The introducer shaft was severely damaged and the dilator shaft was separated. The separated section was off the mandrel. Although it is unknown what angle the introducer entered the patient, the damage found is consistent with the introducer not entering at the intended 45 degree stick in a heavily calcified lesion.

Event description:
Received sus voluntary event report mw5075387 form, 21mar18. Md inserted needle to get access. Md inserted guidewire. Md inserted sheath through guidewire. When he removed inner sheath, he noticed that the introducer was not intact. He then pulled back the wire and noticed that the remaining introducer was stuck to the wire. All components were successfully retrieved and accounted for. Diagnosis or reason for use: sick sinus syndrome.